Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. This complaint is related to (B)(4) / medwatch #1828100-2017-00371.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump was acting weird and making noises. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the perfusionist noted that the roller pump was acting odd and made some noises. This particular roller head was in the second vent line position they have set up on the advance perfusion system 1 (aps1). The procedure was a very long bypass procedure, but it was stated that the pump worked correctly to specifications. Since it was working correctly, the roller head was not changed out during the procedure, the case proceeded and the patient was weaned from cpb without issue. There was no blood loss and no harm was observed.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed motor to stop with motor error message on display and clicking noise generated from roller. The application board was replaced with laboratory use only (luo) board, which resolved the issue. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.